Event description:
The customer reported that when the magnet is removed the alarm has no alarm tone. The customer tested both the voice and tone mode and the results remain the same. The alarm has no damage on the outside of the case. The alarm was tested with new batteries. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - (alarm, failure to) - labeled. H6: evaluation codes: results - evaluation of the returned product found that the alarm has power and when the magnet was removed the unit did not sound. When set on tone only/voice only and tone and voice modes there was no sound. There was no external physical damage observed on the unit. (B)(4).